Event description:
Sorin group received a report that the one-way valve was placed backwards in the vent line. Although, the line was connected to the pt, there was no report of any air entering the circuit. There was no pt injury. The pt's condition was reassessed by the physician the next day and no neurological deficits were seen.

Manufacturer narrative:
Sorin group has requested that the product be returned for eval. To date, no product has been returned. The investigation is ongoing. A follow-up report will be filed when the investigation is complete. The hospital alleged that there was a potential for air to enter the pt. This medwatch report is being filed as a result of this statement.